Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The physical condition of the device was noted to be good. No error code was found in the ehl (event history log) due to patient data was lost. Troubleshooting and functional testing was performed. The customer reported issue was not duplicated as no issues were found with the function or performance of the pumps cassette assembly. The root cause of the reported issue is unknown as no problem was found. No actions were required. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that a no cassette disposable detected error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.